Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of this 29 millimeter (mm) transcatheter bioprosthetic aortic valve a post dilatation was performed with an unspecified 24 mm balloon. Approximately 10 years and 5 months following the valve implant structural valve deterioration was identified. This was specific to an increase in the aortic mean gradient of =20 millimeters of mercury (mm hg) from baseline following the transcatheter valve implant and a mean gradient =30mmhg. This was identified via a transthoracic echocardiogram (tte). Patient symptoms were not reported. A valve revision occurred. During this revision a pre-dilatation of this valve was performed with a 22 mm semi-complaint non-medtronic balloon. A 23 mm non-medtronic transcatheter valve was successfully implanted valve-in-valve. Residual aortic regurgitation of the non-medtronic valve was reported as none or trivial.